Manufacturer narrative:
The reported product was lost by customer and not expected to be returned. This case involved a delivery delay in replacement product. No investigation will be conducted. This is a final report.

Event description:
A customer had reportedly lost her fs navigator receiver in 2009, and had called adc for replacement. Customer stated that four days later, she had experienced a loss of consciousness and seizure due to not yet receiving the replacement receiver. Customer denied third party medical intervention and stated she drank soda and ate food when she "regained consciousness". There was no report of death or permanent impairment associated with this event.